Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was indicated that the there was a problem with the usb cable. There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.